Event description:
It was reported to boston scientific corporation that endovive initial placement peg kit was used during a procedure on (B)(6) 2013. According to the complaint, on (B)(6) 2013, the patient had torn off the probe during the night. Admission to the hospital was done the following morning. The neurologist reported the adverse event is related to behavioral disorders during rem sleep in the context of parkinson's disease and not at all to a tubing malfunction. Neurologist reported there was no malfunction of the device. The patient was hospitalized in the gastroenterology service to put the tubing back in place, and it was put back into place successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.